Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when charged to 200j a ¿short circuit¿ sound produced. There was no reported patient involvement.